Event description:
It was reported to resmed (B)(4) that a system fault occurred in an astral ventilator which indicated that the device was out of calibration. There was no patient harm or injury reported as a result of this incident. MFR # 3004604967-2015-00120.

Event description:
An engineering investigation was performed on the returned astral device. A review of the device data confirmed that a system fault 75 was triggered in the device. The investigation identified the root cause of this system fault was an isolated software fault in the memory chip component. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient harm or injury reported as a result of this incident.